Manufacturer narrative:
(B)(4). The sample was not available and the lot number is unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter contacted the nurse on (B)(6) 2011. The nurse stated the patient was doing fine with therapy. No patient injury or medical intervention was reported. The complaint was confirmed and the cause was determined to be use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc), during use during dwell 1. The caregiver (cg) stated the home patient (hp) had left one of the supply line clamps open. The baxter technical service representative (tsr) assisted the cg to cycle the power. The hc alarmed se 2367. The cg would restart the set up with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.